Event description:
According to the complainant, while retrieving stones during an est procedure, the balloon ruptured within the common bile duct. After removal of the device from the body, the balloon had torn from the shaft. Under x-ray, it was confirmed that the balloon had remained inside the biliary. The remaining balloon was retrieved with another extractor rx retrieval balloon device. However, while attempting to hold the balloon in the intestinum duodenum, it moved into the bowel due to peristalsis. The physician decided to wait for natural elimination in a couple of days. The procedure was completed with another extractor rx retrieval balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no patient injury".

Manufacturer narrative:
The device was returned for evaluation. The complaint was confirmed. The balloon was detached from the catheter. There were no cosmetic defects found on the catheter. The most likely cause of the balloon burst and detachment was contact with a sharp exterior source, such as an irregular stone or contact with the distal tip of the scope upon withdrawal. A review of the device history record (DHR) was performed; no anomalies were noted.